Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer stated a complete set change of the reservoir and infusion set had resolved the issued. Advised customer to monitor device and contact if issue reoccurs. Customer's blood glucose level was 153 mg/dl at time of reporting. Nothing further reported.